Manufacturer narrative:
Return of product has been requested. Reporter returned an unspecified number of toothbrush heads on 13-apr-2017. Product investigation is in progress.

Event description:
The bottom bristle section of the brush head comes off, completely detached [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via phone on 04-apr-2017 that he had a pack of oral-b dualaction brushheads (dual clean) and twice it had happened that the bottom bristle section of the brush head itself came off. He stated that it happened to him about two months ago and again it happened that morning that the bottom of the brush head was completely detached. The consumer noted that he still had that brush head, but he had disposed of the first one it happened to. The brush heads were from a package of 4, and it was not the first time that he had used these particular brush heads. He reported that the oral-b logo on the brush head was gray, and nothing happened when he performed the scratch test. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
On 01-jun-2017 product investigation results: reporter returned one toothbrush head on 13-apr-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue.

Event description:
The bottom bristle section of the brush head comes off, completely detached [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2017 that he had a pack of oral-b dual action brushheads (dual clean) and twice it had happened that the bottom bristle section of the brush head itself came off. He stated that it happened to him about two months ago and again it happened that morning that the bottom of the brush head was completely detached. The consumer noted that he still had that brush head, but he had disposed of the first one it happened to. The brush heads were from a package of 4, and it was not the first time that he had used these particular brush heads. He reported that the oral-b logo on the brush head was gray, and nothing happened when he performed the scratch test. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.